Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. "[Insert applicable caveat comments]". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bruising while wearing an abbott diabetes care (adc) device and self-treated with heparin cream for treatment. There was no report of death or permanent impairment associated with this event.